Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Customer reported continued fluctuating blood glucose (bg 200-350 mg/dl) and changed the infusion set and cartridge every 24 hours. Customer maintained there was an issue with the pump. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 250-350 mg/dl). Cartridge and infusion set were changed. Bolus via insulin injection was administered to address bg. Customer alleged pump was not functioning properly. Pump system check was performed with tandem technical support and pump was found to be functioning properly. Tandem field representative met with the customer and found that intermittently customer had not delivered correction boluses after a meal. However, customer maintained pump was not lowering bg after a bolus was delivered. Reportedly, customer changed the type of infusion set used to help address bg.